Manufacturer narrative:
On (B)(6) 2024 downloaded cda logs and sent them to research and development (r&d) for analysis. Could not confirm the customer¿s complaint that the device stops infusion while on alternating current (ac) power. Could not confirm the customer¿s complaint that the device does not alarm before powering off without warning. The device failed self-test with error code n250. Temporarily replaced the fluid shield so the device could make it pass self-test and test the functionality of ac and direct current (dc) power. Programmed device to run protocol of 400 ml/hr. For volume to be infused (vtbi) of 50 ml on ac power only with the battery removed. The device passed protocol. Programmed device to run protocol of 400 ml/hr. For vtbi of 50 ml on dc power only with ac power removed. The device passed protocol. A review of the event alarm logs leading up to and around the reported complaint date of (B)(6) 2023 did not see any uncontrolled shutdowns occur while running on ac power. A probable cause for the device powering off while connected to ac power without an alarm was not found. The probable cause for the device alarming with n250 is physical damage to the fluid shield consistent with normal wear and tear. During the inspection, the rear enclosure, cassette door, ac power cord, and keypad were damaged. Verified discrepancies through visual inspection. No repairs were conducted at this time, device action is analysis only (ao). Reached out to customer service to obtain a billable p.o. Number for repairs. The customer has agreed to provide a billable p.o. Number for repairs. Device action will be switched back to repair only (ro). Replaced the rear enclosure, cassette door, ac power cord, fluid shield, and keypad assemblies. The probable cause is physical damage consistent with normal wear and tear. The device was received with a non-ICU medical battery. Verified discrepancy through visual inspection. Replaced the battery and pressed the change battery softkey. Probable cause incorrect battery installed. Non-ICU medical battery installed.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a plum 360 driver new pump shut down during infusion while plugged in. The device had a new battery installed within a month or two before the event. There was no harm to the patient and therapy was resumed on a replacement pump. According to their nursing, the pump did not audibly alarm, it shut down without warning. It was unknown what actions the clinicians took with the pump immediately after it shut down. The action that the biomed team takes are minimal. They may have run the pump to try to reproduce the error. The batteries were probably replaced in the last 1-3 months. It was also stated that there should be a sticker on the back. It was further reported that for the batteries, they were all probably 3 or 4 months old or less. They switched to interstate during the last preventative maintenance (pm) cycle after having so many issues with csb and genesis batteries with service battery messages and failures. They had experienced the same ¿shut down without warning while plugged in¿ with both the csb and genesis batteries as well.